Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "spontaneous seroma", "pain", "inflammatory syndrome"; lymphoma - alcl - suspected a further investigation is being performed and results will be submitted once complete.

Event description:
Healthcare professional reported "presents a spontaneous seroma", "with pain", "and biological inflammatory syndrome" "with evidence of a non-puncturable effusion blade", "to not overlook large cell anaplastic lymphoma". Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the left side. Device was explanted.